Event description:
It was reported that customer had high blood glucose level. Blood glucose at the time of event was 27 mmol/l. The customer went to doctor for treatment. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.